Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system displayed shutdown message as cannot connect to host, and the communication errors with host on boot up and shut down. The fse examined the log and discovered host memory errors. Fse checked the host computer and communications on-site. The fse replaced the host pc, hard disks and calibrated the system. Additionally, completed software installation and verified that the machine's functionality was operational. The system was returned to use in good working order.  The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system indicated a shutdown message and could not connect to the host. The system was not in clinical use and no harm has been reported. A system software installation was completed and the device was returned back to functionality. Philips has started an investigation of the complaint.